Event description:
It was reported by the rep that the (2) sw110 were used during a laparoscopic nissen procedure. It was reported that the suture would not hold after being fired. The case was finished with other reloads. There was no pt consequence.